Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy due to the dislodged right ventricular lead. The lead was also observed to be oversensing atrial signals. The lead was subsequently explanted and replaced. The patient was in stable condition.